Event description:
It was reported that during surgery the aligning femur instrumentation the im link broke in im guide. No harm patient or delay in surgery has been reported.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: the event reports that the im rod link fractured during surgery. No further harm was reported. No information on how the surgery was completed has been provided. The complaint has been confirmed following review of the returned instrument, which confirmed the pin has fractured from the instrument. Visual inspection also confirmed there is evidence that im rod link has been impacted on the domed surface at the end and this instrument is not intended to be impacted. 12 additional complaints (13 complaints in total) were identified in the last 3 years for the same item number with the same fracture location. One additional complaint was identified for the same lot number. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. The reusable instrument lifespan manual instructs to look for fractures and surface damage during reprocessing. The surgical technique does not tell the user to impact the instrument. The likely condition of the device when it left zimmer biomet is conforming to specification. The likely root cause of the reported event is the instrument has been impacted on the domed surface at the end of the instrument which is not intended. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the aligning femur instrumentation the im link broke in im guide. No harm patient or delay in surgery has been reported. Attempts have been made and no further information has been provided to date.

Manufacturer narrative:
(B)(4). We have received the lot number for the reported product: medical product: oxf mp cannulated im rod 300mm, catalog #: 32-422984, lot #: zb160601. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Initial report: report source, foreign - event occurred in (B)(6). Medical product: oxf uni I/m rod link, catalog #: 32-422822 lot #: unknown. . Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00121. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that during surgery the aligning femur instrumentation the im link broke in im guide. No harm patient or delay in surgery has been reported. Attempts have been made and no further information has been provided to date.